Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors were failed. A field service engineer ran a continuity test and identified an issue with the door controller. Applied grease to all latches as a temporary measure. Replaced the door controller using a non-inventoried part and completed reconfiguration in med application. All relevant tests passed in hardware test application (hta), and the customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.